Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
It was reported that, since the implant had been moved deeper during a revision, the implantable neurostimulator (ins) had worked its way closer to the skin surface again. Follow-up was performed to determine if the patient had required any further assistance and if she had any further concerns.